Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) guided the customer to enable the "set auto login for cfnapp" option on both station config utility shortcuts (desktop and maintenance menu), then advised rebooting the station and waiting for the maintenance/firmware check to complete to confirm whether the application auto-launches or remains blue screened. The tss confirmed that the application now launching automatically in cfnapp. The system functioned as intended after the technical support specialist (tss) verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the pyxis application did not load successfully after the system was rebooted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.